Manufacturer narrative:
(B)(4). Additional information has been requested to the representative regarding the section. No further information concerning this report is available at this time. This investigation will be updated should further information be provided. Also, the product has been received for analysis. This report will be updated should further information be provided from the analysis.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the expected device power consumption should have been about 30uw, however, at the moment it was consuming 108uw and the power consumption was expected to continue increasing. The device has already been explanted at a surgical procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the device power consumption was greater than expected and showed an increasing behavior. The device has already been explanted at a surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.